Event description:
Patient underwent implantation of initial ICD. Secondary to dislodgement a few months later the ICD lead was repositioned. Later that night the ICD lead got dislodged again. The pt returned to ep lab and new lead implanted. The removed ICD lead was given to the rep to return to the medtronic manufacturer.what was the original intended procedure?implantation of ICD for patient with ep study positive for sustained morphic ventricular tachycardia with hemodynamic collapse. Diagnostic studies showed no evidence of mi and/or significant cad.device #1is this a laboratory device or laboratory test?no.